Event description:
It was reported that the ilet user experienced insulin leakage during two supply changes when the infusion set connector and tubing were attached to new cartridges before inserting the cartridge into the pump. There were no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a leak associated with use error while attaching the infusion set connector, and the user was guided through the correct supply change sequence to prevent recurrence. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.